Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump stopped working for half an hour and the display went blank. Customer put the old battery back in and it came back. Customer was using a (B)(6) battery. Customer stated that after inserting a new battery, the display returned. Customer was advised to monitor the pump. No additional information provided.